Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, active return cord, non-sterile, forceps was not working properly during preparation of vv7, after the user exchanged another piece of #1838, the evh system worked again. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use and no evidence of blood was observed. A visual inspection was performed. No visual defects were observed. An electrical evaluation was conducted. The active return cord was connected to the bipolar connector. A reference vv7 xb was used to perform the investigation. As soon as the bipolar generator was turn on, the reference device activated. The device operated normally and passed the pre-cautery test. We were unable to observe any electrical issues. Based on the result of evaluation, the complaint for "failure to deliver energy" was not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, active return cord, non-sterile, forceps was not working properly during preparation of vv7, after the user exchanged another piece of #1838, the evh system worked again. A replacement device was used to complete the procedure. The hospital did not report any patient effects.